Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was bradycardic at 24 beats per minute. It was reported that the implantable pulse generator (ipg) was pacing below the programmed lower limit. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.